Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 235mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.